Event description:
It was reported, after the valve was placed, the holder was removed and as the sutures were tied, a crack was heard. While checking leaflet motion, a small portion of one leaflet was noted to be missing. The valve was removed and replaced with a 21 mm tissue valve from another MFR.